Event description:
It was reported that the ventilator's pressure transducer printed circuit boards and expiratory valve coil were accidentally damage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our complaint investigation has been finalized. According to information the ventilator's pressure transducer printed circuit boards and expiratory valve coil were accidentally damage. Issue resolved by replacing the damaged parts and unit was handed over to customer in working condition. According to information the o2 cell was also replaced as a precaution. No parts returned for investigation. The root cause of this issue has not been established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).